Manufacturer narrative:
H3) the manufacturer representative went to the site to test the imaging system. The lower left and side door switches were intermittently not engaging. They replaced the door switches, checked door alignment. Completed system checkout, system functions normally. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000166, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that during a case the system's gantry covers were closed but the system would said they were open. Clinical specialist (cs) said that when the system was wheeled into the operating system (or) it collided with one of the doors. There was no cosmetic damage, but when they tried closing the gantry doors around the patient the detector wouldn't move to the required position. Surgeon decided to abandon navigation. This issue occurred intraoperatively and caused less than 1 hour surgical delay. There was no reported impact on patient outcome. Both navigation and medtronic imaging were aborted. Troubleshooting stating that cc reported that they tried closing the doors manually and "hugging" the covers, rebooting tried for 4-5 times, but system kept saying gantry doors were open.

Manufacturer narrative:
The previous supplemental report was submitted with the wrong date and the correct aware date is: 2025-april-17 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) the part was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. Door switch passed bench test. Continuity teat passed. Normally closed contact and normally open contacts passed continuity test. B01,c19,d14 codes applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000166, serial/lot #: (B)(6) 04/18 rev. 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.